Manufacturer narrative:
(B)(4). Date sent: 9/15/2020. Investigation summary: the instrument was received with the black coating of the blade damaged. Additionally, the tissue pad was damaged, melted, and not all present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat /prolonged activation without tissue present in the distal section of the jaws with the jaws closed. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93p88. Additional information was requested and the following was obtained: according to the additional information it is stated: ¿the doctor could not find the broken piece that had fallen into the patient's body.¿ what efforts were made to locate the tissue pad during the procedure? No further information will be available. Was this procedure converted to an open procedure? No. Are there any plans to locate the piece? No further information will be available. Was there any change in the patient care as a result of this event? No further information will be available. What is the current patient status? There is no problem with the patient's condition. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic colectomy, the tissue pad fell off. The doctor could not find the broken piece that had fallen into the patient's body. The device was used on the splenic flexure. The device was used in short bite for a long time. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.